Event description:
It was reported that an overdischarge was confirmed but it was unknown what number this was. A physician mode recharge (pmr) was performed but did not successfully reset the device. No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or if the issue was resolved. Due to the patient being non-compliant with charging the device was going to be replaced with a non-rechargeable device. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).